Event description:
Iabp(intra-aortic balloon pump) placed. Fiberoptic cath not used. Pt complained of chest pain and palpitations. Iabp catheter triggering at rate 178, pt heart rate only 111 beats per minute. Changed from peak trigger to pattern trigger. Iabp no longer triggering inappropriately (too frequently), now triggering too infrequently.